Event description:
It was reported that during the implant procedure, the helix was unable to advance or retract. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the full lead was returned and analyzed. The lead was returned with the helix fully extended and stretched. Torque transfers property to the tip when the is-1 pin is rotated. The helix/lobe was distorted/bent.